Event description:
Event description cpi received informatoin that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. The monitoring voltage was found to decrease at a more rapid than expected rate. Implanted: 09/08/95, explanted: 08/08/96 (implanted 11 months)